Event description:
It was reported that the implantable cardiac monitor exhibited backup operation. Exposure to electrocautery was suspected. A firmware download successfully restored the device. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).